Event description:
Related manufacturer report number: 1627487-2022-06519. It was reported that the patient was experiencing ineffective stimulation due to lead migration. This was confirmed via x-ray. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
Event date is estimated. Implant date is unknown. Reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.